Event description:
It was reported that the user experienced high blood glucose and was using meal announcements as correction doses rather than using the correction feature as intended; the agent provided troubleshooting and education, and the user acknowledged understanding. Symptoms included hyperglycemia. Outcomes included no alarms and no hospitalization. Investigation included customer interview and education on appropriate use of meal announcements versus correction dosing. Investigation of this case revealed user technique error related to dosing behavior; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user error in use of the device¿s therapy workflow.